Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the event was undetermined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open in the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right c5 segment with a max diameter of 14.64 mm and a 10 mm neck diameter. The landing zone was 3.87 mm distally and 5.2 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. The pru level was 1. Angiographic result post procedure showed contrast agent retention in the aneurysm, indicating that the treatment was effective. It was reported that during cerebral aneurysm embolization surgery, the phenom microcatheter and micro guidewire were first opened. The phenom microcatheter was delivered to the lesion site via the navien intermediate catheter. The pipeline was then pushed through the microcatheter to the deployment site and deployment was initiated. When approximately one-third of the stent had been deployed, the tip end could not be opened. The stent was retrieved and redeployed, but still could not be deployed. After multiple attempts, it remained closed, so the stent was retrieved into the microcatheter and both were removed from the body for inspection. It was observed that the tip woven wires of the pipeline, and the stent appeared x-shaped outside the body. A new stent was then used instead, and opened the flow diverter stent, pushed it into the microcatheter. After further manipulation, the stent was successfully deployed. The pipeline was not positioned in a bend, less than 50% was deployed before it failed to open, it was resheathed more than 2 times. No additional steps were required to open it, the pipeline was resheathed and removed with the microcatheter. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a guide catheter, navien-b724926 and a microcatheter, phenom27-230663927 and a ped2-500-30, lot number: b722275 pipeline.

Manufacturer narrative:
Product analysis ¿ as found condition: the pipeline flex shield was returned inside a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The braid's distal end was not opened and frayed. The proximal end of the braid was found open and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the device analysis and reported information, the customer report of ¿failure/incomplete open distal¿ was confirmed, as the distal end of the braid was not opened and frayed. The cause of the ¿failure/incomplete open¿ could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, or deployment of the braid in the vessel bend. However, the customer indicated that vessel tortuosity was moderate, and the braid was not positioned in the vessel bend, which eliminates these factors out as potential causes. In this event, the damaged braid may have contributed to the failure to open. The braid can become damaged due to resheathing more than twice, over-manipulation, deployment techniques, delivering/retracting the delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.